Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received in good visual condition; one conforming clip and one pear shaped clip inside a sample bag were received. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Based on the analysis results, it could not be determined what may have caused the received malformed clip.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed when the device was fired without clamping the tissue at the first firing. Besides, the clip was also malformed at the 5th and the 6th firing. Another device was used to complete the case. There were no adverse consequences for the patient.